Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a procedure conducted at the user facility the stryker adapt systems screen froze. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported events that the tool lost connection to the platform could be confirmed by the sales rep who was present during the case. The described error message ¿image stream frozen¿ also corresponds to a disrupted connection between the tool and system. The adapter cable which is the result of a loose connection at the usb interface, particularly when the cable has been used for an extended period.

Event description:
It was reported that during a procedure conducted at the user facility the stryker adapt systems screen froze. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Additional information: manufacturer report number 0001811755-2015-04030 was submitted to the cdrh on 11/6/2015; however, an ack 3 not received; was received on 11/8/2015. On 11/12/2015 cesub help desk confirmed that the ack 1 was received on 11/9/2015. (B)(4) was assigned to this matter.

Event description:
It was reported that during a procedure conducted at the user facility, the stryker adapt systems screen froze. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.